Manufacturer narrative:
During the device evaluation, the event of the bent duraguard was confirmed. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during testing the guard was found to be bent on the duraguard. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.